Manufacturer narrative:
Results: fowler was drifting down due to a faulty fowler motor clutch.

Event description:
It was reported by service report that the fowler was drifting down with about 20 lbs. Of weight on it. It is unknown if there was patient involvement. However, no adverse consequences were reported.